Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 26-aug-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving morphine (0.8mg/ml at 0 .08057 mcg/day) and prialt/ziconotide (15.0 mcg/ml at 1.511mcg/day) via an implantable pump. It was reported that the patient had a pump loose in pump pocket, and having a return of symptoms. Therefore, patient hasn¿t been getting effective pain control. It is unknown if there were any environmental/external/patient factors that may have led or contributed. The healthcare provider reported that the a dye study was attempted and aspiration was unsuccessful. After opening the pump pocket, the healthcare provider observed that the catheter was visibly frayed and split. The healthcare provider elected to explant and replace the entire catheter and keep the same implanted pump resolving the issue.

Manufacturer narrative:
H3; analysis of the catheter (hg84rd508) identified the catheter body had significant twisting that may have affect infusion. The catheter body was broken. A kink in the catheter body was observed. H6; the previously reported code b17 no longer applies to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.